Event description:
It was reported that the high voltage lead impedance measurement was out of range. The asymptomatic pt was presented in-clinic for a follow-up due to triggered pt notifier. The lead was to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).